Manufacturer narrative:
(B)(4). Battery life remaining: 12 months. Per visual inspection: cartridge holder is missing. No physical damage to injection foot, cap or inpen was noted. Customer reports: leadscrew is not moving as intended, no insulin is dispensed and injection foot is damaged. Insulin pump paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received without cartridge holder. This can affect insulin delivery. Inpen received working as design. No malfunctions on leadscrew was noted during testing that could affect insulin delivery. The customer complaint of leadscrew anomaly and injection foot being damaged could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the inpen's screw was very loose and wiggly. Customer stated that the screw was not moving as intended and insulin did not exit. Customer stated that the injection foot did not touch the plunger inside the cartridge and the screw did not move when the dose button was pushed. No harm requiring medical intervention was reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue the use of device.